Event description:
It was reported that the helix of two right ventricular lead would not deploy. Both leads were attempted and not implanted. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. The helix will not extend due to being over retracted. There was blood in/on helix mechanism (sleeve head). Full lead returned and analyzed. (B)(4) helix/lobe distorted/bent. The helix will not retract because it has been bent to one side and stretched. This could have been caused from over extending. There was blood in/on helix mechanism (sleeve head). Full lead returned and analyzed.